Event description:
The facility's pharmacist reported to baxter (B)(4) that a vented paclitaxel set had dirt inside the drip chamber. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not received for evaluation; however, pictures are available for evaluation. The evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not returned for evaluation, but a photograph of the sample was available. Inspection of the photograph revealed the presence of a brown particle in the bottom part of the chamber. The reported condition was confirmed. The root cause was attributed to defective raw material. The corrective action was to perform extra sampling inspections.